Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the unspecified bd infusion set was damaged. The following information was provided by the initial reporter: clinical staff noted leak from morphine line and saw that there was a small hole in the giving set.

Manufacturer narrative:
No samples were received for investigation of (B)(6), in which the customer has stated: "clinical staff noted leak from morphine line and saw that there was a small hole in the giving set. Patient was extremely unsettled and distressed with high heart rate. Unclear how long leak had been present for. Patient given extra sedation. Giving set change. Rate of morphine temporarily increased." No model or lot numbers were provided to aid the investigation; however, it was indicated that the product was an alaris cc disposable product. Further details relating to the nature of the reported issue and the sequence of events prior to the issue occurring were not provided to aid the investigation. No model or lot numbers were provided to aid the investigation into this report; therefore, it has not been possible to perform a review of the production documentation for the affected product. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. In this instance, without the complaint sample to examine it has not been possible to conclusively link this feedback to a specific failure mode. Please continue to report these events if they occur, wherever possible returning the original samples and full details of the customer¿s experience to allow for a full investigation.

Event description:
No additional information.